Manufacturer narrative:
This event occurred in (B)(6). The sample centrifugation speed may have been too fast.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t hs stat assay on a cobas e 411 immunoassay analyzer. No incorrect results were reported outside of the laboratory. The sample initially resulted with a troponin t value of 7.38 pg/ml. The sample was repeated three times, resulting with values of 10.84 pg/ml, 8.06 pg/ml, and 8.18 pg/ml. The troponin t reagent lot number was 381539. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
Analyzer performance testing was within specifications. The investigation did not identify a product problem. The cause of the event could not be determined.